Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). Analysis of the pump (sn (B)(6)) found no anomaly.

Event description:
It was reported the catheter was changed and they were not able to aspirate. It was reported there were withdrawal symptoms after the pump replacement. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # unknown, implanted: (B)(6) 2014, product type catheter.